Event description:
The complainant reported that during an annual preventative maintenance it was observed that the coil on the pbm board for the automated impella controller (aic) was not soldered. No patient involvement.

Manufacturer narrative:
D9: the date of the devices return for evaluation is unknown. E1, e3, e4: the name of the initial reporter and occupation is unknown. The device was returned for evaluation. The loose component was identified at l123 (common-mode choke). According to information obtained from vendor, this component is installed manually during "secondary a" fabrication step of pbm pca. Results of visual inspection of the component and its designated pcb location, indicate that the part has not been installed correctly (2 out of 4 contacts had insufficient amount of solder). This report is being filed as part of a retrospective review of historical records.